Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (2 mg/ml at .66 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the physician scheduled the patient for a catheter revision as the patient had inadequate pain control. The physician had tried to aspirate the catheter in the office, but was unable to do so, so he scheduled her for a revision. During the revision it was observed that there was a kink in the catheter in the spinal segment near the connection; 7 cm was cut from the catheter; the catheter was aspirated; and then reconnected with a new connector piece. The portion of the catheter that was aspirated was then primed. The patient status was reported as ¿alive ¿ no injury¿. The issue was resolved. There was no environmental, external, or patient factor provided that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.